Event description:
Reporter alleged customer's blood glucose had been reading high for 2 weeks and he went to the doctor as a result. Customer stated his blood glucose measured 460 mg/dl on his meter compared to 180 mg/dl on the doctor's meter when testing was performed 1 minute apart. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.